Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8300 error 570.6500. Account name: (B)(6). Account #: (B)(6). Asset name: 8300 etco2 module, v8. Asset location: (B)(6): patient or user involvement: no patient or user harm: no case description: crystal had error 570.6500 on etco2 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I transferred crystal to com for rga number to send unit in for warranty repair. (B)(4).